Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following a procedure where surgery mode was not turned on. A manufacturer representative present during the case was able to recover the ipg and reprogram the patient with effective stimulation.